Event description:
Tube stand does not extend for procedure that requires pt to stand (does not lower enough). Techs not aware that manually raising the tube does not allow the counter balance to retract properly. Service called and parts were ordered.